Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the procedure, the tactisys calibration expired and could not be used in a procedure. The procedure was cancelled without any patient consequences.